Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the customer was able to access the back panel and troubleshoot or reseated engine cable to fix resolved the mini tray issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station drawers and mini single pockets did had failure, resulting pockets do not open all the way and also dispenses two vials. There were no adverse events or injuries reported based on this event.